Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating system shut down on its own. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the ophthalmic operating system shut down on its own prior to starting a cataract surgery.

Manufacturer narrative:
The company service representative examined the system and was able to confirm, but not replicate the reported event. Unrelated to the reported event, the footswitch cable was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).